Event description:
According to the reporter, it was found that after the air was supplied, the inflation indicator valve could not be inflated after using an endotracheal tube to fix and inflate when rescuing the patient. After the tube was removed, the cuff was inflated, there was no air leakage but the inflation indicator valve was still not inflated which delayed time during rescue. The tube was replaced and the rescue was continued, and it was used normally.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr, fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after using an endotracheal tube to fix and inflate when rescuing the patient, it was found that after the air was supplied, the outer cuff could not be inflated. After the tube was removed, it was found that the cuff was inflated, and there was no air leakage, but the outer cuff was still not inflated, which delayed time during rescue. The tube was replaced and the rescue was continued, and it was used normally.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.